Event description:
Report states pt received a breast implant on 7/23/91. Pt alleges she experienced the following problems: twisting internally, 1994; protruding out of corners of breast wall, 5/94, 8/95 and september on 10/2/95. Physician describes allegations as follows: repeated capsular contracture of left reconstructed breast and one extrusion of the implant. Reference 11147091a.